Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the el5ml and er320 devices were fired on very inflamed tissue; the clips could not be applied on artery and ductus cysticus. Clips were not closed, partially crossed. Conversion and prolonged surgery time.

Manufacturer narrative:
(B)(4). Empty. Additional information was requested and the following was obtained: was the case converted to open procedure? Yes. How long was the or time extended? About 1 hour. What vessel or structure was the device fired on at the time of the event? Art and ductus cysticus. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? I don´t know, I think no. What were the indications for surgery? Lap cholecystectomie, very inflammatory gallbladder. Does the patient have any relevant history of surgical treatments? No. Did somebody other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No they use ligamax about 1.5 years. The event was reviewed with ees cross-functional team consisting of medical director, marketing, life cycle and customer quality representatives. The following information was requested and the responses were later provided by the affiliate and surgeon: what structure was the er320 device being fired on when the device malfunctioned? Art cystica. What structure was the el5ml device being fired on when the device malfunctioned? Art cystica. Were the er320 clips scissored, malformed, or open? Open. Did the er320 device fire any successful clips? No. Were the el5ml clips scissored, malformed, or open? Malformed and open. Did the el5ml device fire any successful clips? No. Please provide further details regarding the "very inflamed tissue"? It was very inflamed, this is no further detail. Was the inflamed tissue and/or the patient's anatomy the result of the conversion? Yes. Were there any other factors that led to the conversion? No. If the device did not malfunction as alleged, would the procedure still have been converted to open? Probably not. Its difficult to describe, because the ligation of the vessel was not possible. Please provide the attempts that were made to complete the procedure laparoscopically after the device malfunctioned? There were no attempts, it was clear to convert, because it was very inflammatory and it was no other way to close the art and ductus cysticus. The surgeon stated the following: it was very dense tissue, all the clips came off from the vessels and the ductus cysticus. The surgeon doesn't suspect the devices to cause the issue. As the surgeon indicated the conversion was a result of the inflamed and dense tissue and doesn't suspect the devices to cause the issue, the file is being considered a malfunction. The analysis results found that device (a) was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h92k5k (mfg date 11/1/2011; exp date 10/1/2016) (B)(4).